Event description:
The patient informed the ae assessor that she was very embarrassed when the v-go device fell off her left arm while she was at a restaurant. The patient did not know the device came off until another patron told her it was laying on the floor. This event happen at around on the date of (B)(6) 2019.